Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. During the procedure the access system became kinked. The procedure was still completed successfully. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).